Event description:
It was reported that on (B)(6) 2012, the patient underwent a stenting procedure. During the procedure, the patient experienced hypotension and bradycardia. Dopamine was administered to treat the hypotension, which resolved on (B)(6) 2012. Atropine was administered to treat the bradycardia, which resolved on (B)(6) 2012. The patient was discharged to home on (B)(6) 2012. No additional information was provided.

Manufacturer narrative:
(B)(4). Aspirin, clopidogrel, heparin. Embolic protection: accunet. There was no reported product deficiency. The reported patient effects of bradycardia (a form of arrhythmia) and hypotension are known observed and potential adverse events as listed in the rx acculink carotid stent system instructions for use (IFU) in the potential adverse event section. Although a conclusive cause for the reported patient effects, and the relationship to the product, if any, cannot be determined, there is no indication of a product quality deficiency with respect to manufacturing, design or labeling.